Event description:
The customer contacted stryker to report that their device button controls were not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported event. The root cause was not established. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.